Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio meter was reading blood as control solution. The customer care advocate contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient stated that the product issue began 10 days prior to contacting lifescan. The patient manages their diabetes with insulin. The patient reported that they were unable to test their blood glucose for ten days. The patient denied developing any symptoms; however reported that they visited the emergency room on december 1 to test their blood glucose. The patient reported obtaining a blood glucose reading of 420mg/dl on a hospital meter. The patient denied receiving any treatment from the hcp. The patient stated that they administered their usual 11 units of insulin in response to this reported reading. The patient stated that they were not admitted to hospital. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test for ten days and administered self-treatment for hyperglycemia after visiting the emergency room.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed.in addition, lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.